Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: non-chronological x-rays were reviewed and confirmed the report. Evaluation by depuy commercialized product development finds the returned self-centering construct is fully assembled with no obvious damage or deformity. The construct is designed so that the head will pull free before the liner breaks or the metal shell deforms. However it should be noted that considerable force is required to dislocate the head from the self-centering liner. Internal testing has shown that a 28mm femoral head requires more than 350lbf to be pulled free from a correctly assembled self-centering liner. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination for the self centering hip and head. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no further conclusions with the information provided. Product problem has not been identified. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.